Event description:
On 2023-03-16: integrum received a complaint that axor ii i4557 has disconnected from the abutment. No further information is yet available, integrum has contacted the responsible cpo for more information. The unit has not yet been received for investigation. On 2023-04-14: further information received from the cpo, the patient did experience the axor falling off the abutment. No reported fall or patient injury. Batch documentation reviewed and no deviations found, the device has been manufactured according to specification. On 2023-04-19: technical investigation has shown that the unit was severely worn. Damages to the clamps indicate that the abutment has not been inserted all the way into the axor when used. The unit has not been serviced by integrum since its initial release in 2017, the root cause is therefore assessed as problems traced to the device reaching the end of its useful life. Integrum has informed the cpo about the findings of the technical investigation and recommended to purchase a new unit to the patient. A feedback report will be provided highlighting the importance of sending the axor ii for annual service, according to the IFU.

Event description:
2023-03-16: integrum received a complaint that axor ii i4557 has disconnected from the abutment. No further information is yet available, integrum has contacted the responsible cpo for more information. The unit has not yet been received for investigation. 2023-04-14: further information received from the cpo, the patient did experience the axor falling off the abutment. No reported fall or patient injury. Batch documentation reviewed and no deviations found, the device has been manufactured according to specification. 2023-04-19: technical investigation has shown that the unit was severely worn. Damages to the clamps indicate that the abutment has not been inserted all the way into the axor when used. The unit has not been serviced by integrum since its initial release in 2017, the root cause is therefore assessed as problems traced to the device reaching the end of its useful life. Integrum has informed the cpo about the findings of the technical investigation and recommended to purchase a new unit to the patient. A feedback report will be provided highlighting the importance of sending the axor ii for annual service, according to the IFU. Update in follow-up report 2: the customer did not purchase a new axor ii, instead unit i4557 was serviced and tested according to specification with approved results, and returned to the customer. The coding for investigation conclusion is changed from 133 to 4307.

Event description:
(B)(6) 2023: integrum received a complaint that axor ii i4557 has disconnected from the abutment. No further information is yet available, integrum has contacted the responsible cpo for more information. The unit has not yet been received for investigation.